Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with opacification of the iol. The patient underwent a secondary surgery to have the rao600c lens explanted and exchanged. Rayner has requested the return of the explanted iol for analysis (scanning electron microscopy - sem, and, energy dispersive x-ray flurorescence spectroscopy (edx). The device has not been received to date. "Precipitates" and "iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Most cases of opacification rayner are aware of do relate to secondary surgeries such as dsaek whereby gas and/or air is introduced into the eye, off-label intracameral use of alteplase r-tpa) and other procedures where the lens can dehydrate, triggering crystal nucleation. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. There is insufficient information available to establish the cause and/or contributory factors leading to opacification in this case. The return of the explanted device for analysis has been requested and additional information is being sought to facilitate further investigation. Our review of production records for the rayone aspheric rao600c batch 118127103 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 118127103.

Event description:
On 20th march 2024, rayner received notification from its distributor in taiwan of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively opacification of the iol was observed necessitating lens explantation and exchange.